Event description:
One endeavor rx drug-eluting stent was implanted at the proximal rca. It is reported that the pt was hospitalized 13 days post index procedure due to an mi. An acute non-stemi is reported to have occurred. Pt was taking asa and clopidogrel/ticlopidine 24 hours prior to index procedure. A repeat angiography was performed due to this event. It is reported that the target lesion was not involved. Occlusion of the lad was reported. Location of infarction was non-determinable. Investigator assessed the event as a non q-wave mi. A ptca was performed the following day, where 4 other brand stents were implanted a the mid lad. F/u was not completed at 30 day f/u or 6 month f/u, as it was reported that the pt was unavailable. Pt was asymptomatic/free of symptoms at 1 year f/u. At 1.5 year f/u, pt displayed stabled angina.

Manufacturer narrative:
Revascularization, 4 other brand stents implanted. Myocardial infarction.